Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during exchange of modular cable, the new modular cable connected but the pump did not restart as expected. Immediately another new modular cable was used, after left ventricular assist device. (Lvad) then restarted as expected. There were some surface repairs on the 1st modular cable. The modular cable would be returned for evaluation. The patient was stable.

Manufacturer narrative:
Section d4: primary UDI corrected. Section h8: usage of device corrected. Manufacturer¿s investigation conclusion: the reported event of the pump not starting as expected after a modular cable exchange could not be confirmed; however, damage which may have contributed to the reported event was revealed during evaluation of the returned product. The submitted log file contained information spanning approximately ~2 days (B)(6)2024 per timestamp). Throughout the available data, the pump maintained a speed within the expected range. No atypical events, pump stops, or driveline disconnections were observed. The submitted log file appears to have been downloaded prior to the reported modular cable exchanges. While attempting to connect the returned modular cable (lot number: 10070330) to a test fixture for resistance and insulation resistance testing, it was found that there was increased mechanical resistance at the inline connection. A closer inspection of the cable revealed that there was a bent pin within the inline connector of the modular cable. The pin was bent back to its appropriate position to continue testing. The modular cable was then able to properly mate with the test fixture and went on to pass all resistance and insulation resistance testing requirements. The cable was then connected to a mock circulatory loop and a test controller; the system performed as intended, even when the cable was manipulated by hand. Multiple modular cable disconnections were made at both the controller side and the inline side of the modular cable; each time that the cable was reconnected, the pump resumed operation as expected. The root cause of the reported event was not able to be conclusively determined through this analysis, as the submitted log files did not contain data related to the modular cable exchanges. However, the bent pin within the inline connector of the modular cable may have contributed to an improper inline connection. This connection being improperly secured has the potential to impact the operation of the pump. The root cause of the observed pin damage could not be conclusively determined. The device history records were reviewed for the modular cable (lot number: 10070330) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate iii instructions for use (rev. G section 8) and the heartmate iii patient handbook (rev. G section 6) address how to store, maintain, and care for all equipment, including the modular cable. The heartmate iii instructions for use (rev. G - section 2 entitled ¿system operations¿) provides instructions for replacing the modular cable. The user is instructed to align the white triangles of the modular cable and pump cable, and to push the connectors firmly together. The user is then instructed to rotate the locking nut until the yellow line on the threaded portion of the connector is no longer visible. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There were no difficulties with connecting the modular cable to either the system controller or the pump cable. The locking nut of the modular cable was tightened fully to cover the yellow line.